Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed error code e216 (scope communication error). The issue was found during inspection for use for an unknown procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found error code e216. DHR review of the device confirms that the device was shipped in accordance with specifications. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): confirm that the wli and nbi endoscopic images are normal. Olympus will continue to monitor the field performance of this device.